Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: device is not booting . Summary: unit doesn't start up - progress bar stops, unit hangs, switch-off may be blocked (em10a01).

Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: failure effect: software does not boot or boot process cannot be completed. Root cause: defective mainboard. Correction: replacemennt of the mainboard.